Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error patient disconnect from the set.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 1. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) advised the hp that therapy had ended and would need to start over with new supplies or do a manual exchange. The tsr explained to the hp when disconnected during a dwell needed to reconnect prior to the dwell time ending. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.